Manufacturer narrative:
This adverse event was reported in esg test system on 2023/05/18. Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future."

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a complex lesion in the proximal to mid circumflex artery (cx). The physician experienced difficulty when attempting to advance the guide wire. Treatment was able to be successfully completed, however, a perforation occurred after orbital atherectomy and use of the sapphire balloon. The perforation was treated with balloon tamponade and a stent. The patient was in stable condition. Lesion information: a complex lesion in the proximal to mid circumflex artery (cx). There was patient complication: a perforation occurred after orbital atherectomy and use of the sapphire balloon. Explain from the complaint reporting form: pre-dilation with an nc balloon was performed prior to oa and could have contributed to the complication. Additional information was received on 2023/05/9: 1. Atm used for the on balloon. ? Unsure, I was not on site for the procedure, information was unavailable. 2. Patient's lesion characteristic/ diameter? Proximal cx, tight lesion with high calcium burden. 3. Did the perforation happen after the usage of on balloon or orbital atherectomy? After oa. 4. Were there any abnormalities/ difficulty/ resistance during the use or advance of the on balloon? N/a. 5. Were there any damages or issues were observed to the on balloon? N/a. 6. Is any additional information available? Cathlab note/cd/film/picture? Nothing available, I was not on site for procedure, information was not available when follow up happened. Since neither the involved device nor the image/cd was provided for evaluation, the investigation was limited to the review of our facility quality records. The device history record for the lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. No other similar complaints were received from the same lot of products up to now. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of above information, the complaint type is determined as clinical event. Based on the above investigation, there are no signs of manufacturing defects from this lot of products. There is no systemic trend identified with regards to this type of event. According to the doctor's comments, pre-dilation with an nc balloon was performed prior to oa, and could have contributed to the complication. However, details could not be ascertained as there is no product malfunction reported and the clinical situation could not be duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. "Perforation" has been listed as potential complication and adverse effects in the product IFU. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.